Event description:
Ambu action, 650ml pain ball, filled by pharmacy to 650 ml with 0.2% ropivacaine and set to run at 10ml/hr, but completely emptied within 20 hrs (rate of approx. 33 ml/hr). Ball was filled and connected to pt at 1200 hours on (B)(6) 2015. Pt claims ball was completely empty by 0600, (B)(6) 2015. Pt was immediately seen and evaluated. The pt had a more dense block of not just femoral nerve, but also lateral femoral cutaneous nerve and obturator nerve. Later that day ((B)(6)), pt complained of systemic local anesthetic toxicity symptoms-numb tongue, hyper-excitation/irritability.